Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left middle cerebral artery (mca) using a penumbra smart coil (smart coil) and a non-penumbra microcatheter. During the procedure, a smart coil would not advance out of its introducer sheath and into the microcatheter. The physician then attempted to move the introducer sheath proximal to the friction lock before advancing the smart coil and kinked the pusher assembly of the smart coil. Therefore, the smart coil was removed. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.